Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cardiopulmonary bypass procedure, the central control monitor (ccm) suddenly froze. To be restored, alternating current (a/c) power was turned down, however it's screen did not proceed to the following screen. The device was not changed out, as the procedure was continued without using ccm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) replaced the single board computer (sbc) printed circuit board assembly (pcba) dual in-line memory module (dimm) chip assembly as the most likely cause of the reported complaint. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the reported complaint was duplicated. The most likely cause of the issue was an unreliable connection between the single board computer (sbc) central processing unit (cpu) board's dual in-line memory module (dimm) memory and its socket on sbc, cleaning of the dimm memory and its socket has eliminated the ability to reproduce the reported complaint. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: according to the complaint information, the central control monitor (ccm) froze during cardiopulmonary bypass (cpb) and the system-1 was powered down and back-up in attempt to restore functionality of the ccm. The ccm at boot-up did not proceed to the next screen. According to the complaint, the procedure was completed without the use of the ccm and all pumps were controlled with the local speed knobs (not ccm control). The ccm was returned to the manufacturer and logs were collected. First, it appears the case actually occured on (B)(6), as no information in the logs is posted for (B)(6). The logs do show all information logging is suddenly stopped at 1:13:29 pm and nothing else is posted for the remainder of the day. This likely indicates the ccm froze at this time and since normal start-up did not occur after power re-boot (no ccm function), no logging of events would occur. When the ccm froze during cpb, a perfusion screen would have been opened and functioning and safety connections would have been made and safety devices (air, level, and pressure) would have been enabled. With a working ccm, pumps can be controlled with either sliders on the ccm or with the local speed knobs on the pump modules. If a ccm freezes and a perfusion screen is opened and safety sensors are enabled, pumps can still be controlled with local speed knob and safety systems and safety connections will still be operational. This is why, in the instructions for use (IFU), a warning is posted that states the following: "do not turn mains power off in the event of a central control monitor (ccm) failure during use, as this will cause all settings and device assignments to be lost". This will result in the inability to select a perfusion screen and no ability to enable safety sensors and safety connections. Pumps can be controlled manually with local speed knobs, but no safety functions (air, level, and pressure) will be able to be used during the remainder of the procedure. According to the original complaint information, the case was completed successfully without change out of the system. There was no delay in the procedure and no associated blood loss. No harm was observed.